Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the impactor. A screw and washer were found at the end of the case. All pieces were accounted for. No pieces were left in the patient. The patient's health was stable leaving the operating room there was a 5-minute delay, but the patient was not adversely affected. The device was not returned for analysis, the representative stated it had been returned. Photos were provided. The rep was present at the time of surgery. An attempt was made to request additional information from the representative and a response was received. Per the representative, there is no more information available. The doctor has no idea or remember the incident.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not available for analysis. Investigation # and description: CAPA (B)(4): investigation revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of print showed the weld requirement was called out as "tack weld", which was not specific enough and left room for interpretation. Findings: a screw and washer were found at the end of the case. The disassembly of the device was likely due to inadequate welding of the screw as covered in CAPA (B)(4). The device and disassembled parts were not returned to exactech at the time of this evaluation. The complaint will be reopened if the devices are returned. Most likely underlying cause/root cause: the reported complaint in (B)(4) was likely the result of the cap screw not being properly welded to the body of the device resulting in the screw loosening and falling off with the associated washer. Corrective action taken: the committee has determined that the operative technique will be updated, and a field notice will be sent to the agents and representatives notifying them of the update. Once the design change is validated and replacement devices are available, the devices will be removed from the field. The current investigation and CAPA are still ongoing at the time of this evaluation and corrective actions are subject to change. Refer to CAPA (B)(4) for most up to date information. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues nor did it lead to any patient impact. An investigation was conducted: "the reported complaint was likely the result of the cap screw not being properly welded to the body of the device resulting in the screw loosening and falling off with the associated washer."